Event description:
Olympus (omsi) was informed that the customer evis exera ii ultrasound gastro-videoscope was returned for service / repair for a reported ¿no endoscopy image and endoscopic ultrasound image¿ when connected to the video processor as a white balance error is coming on which occurred during preparation for use of the equipment. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as there was no image displayed due to corrosion on the electronic connector. It was also identified that the forceps elevator has foreign material. Additionally, the scope failed the air/water leak test due to deformation to the electronic connector. The adhesive on the bending section cover is peeling off, the protector boot cover has a cut. The universal cord has an indentation, the ultrasound connector contact pins have corrosion, the angulations are below standard specifications. Due to damage on the cover of the ultrasonic cable, the insulation resistance between the evis and us connector does not meet standard specifications. The scope connector has corrosion due to water invasion and the distal end is dented. There are scratches throughout the scope such as on the objective lens, connecting tube, control body/grip, scope cover, switch unit box / /switch 1, the universal cord, the light guide cover glass, distal end, and acoustic lens. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the customer noting that the reported event occurred prior to use of a diagnostic endo-sonography procedure. The procedure was postponed. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss was image was due to corrosion in the connectors. The connectors were broken because water entered due to an air leak. Additionally, it¿s likely that re-processing was not completed properly due to the air leak, as a result foreign material remained on the forceps elevator. The root cause of the event was unable to be identified. The instructions for use state: ¿3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.